Event description:
Consumer reported complaint for lo and low blood glucose test results. The customer is concerned with test results from results obtained of lo, 151, 161, 144, and 191 mg/dl. The customer does not know his expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 11/30/2025 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set, customer stated all were am fasting results): result 1: 151 mg/dl date: (B)(6) time: 09:55 am fasting. Result 2: 161 mg/dl date: (B)(6) time: 09:54 am fasting. Result 3: 144 mg/dl date: (B)(6) time: 08:16 pm fasting. Result 4: 191 mg/dl date: (B)(6) time: 08:15 pm fasting. Result 5: 191 mg/dl date: (B)(6) time: 02:29 pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned. Meter returned on 10/01/2024 and test strips returned on 09/24/2024 product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 24-oct-2024: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-020: user's test strip had poor storage.